Event description:
It was reported that noise was observed on the right ventricular lead. Several solutions were performed such as changing the red-black crocodile clip and psa cable to another one, turning off the power of the surrounding medical equipment, changing the outlet of the merlin programmer from the extension cord to direct outlet from the wall, but the noise was not resolved. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.